Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the pump emitted repeated call service 078 alarms which could not be cleared. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: a review of the black box and alarm history showed multiple call service 064/078 alarms had occurred. The pump alarmed call service 078 upon the first rewind attempt, and additional testing could not be completed. The pump cover was removed, and investigation revealed a defective internal motor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.